Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. The reporting person said: during the passage of the trocar laparoscopy forceps, there was breaking of the reducer rubber (with gas output )and is not possible to maintain pneumoperitoneum. No injury reported. There was an increase of surgical/or time (30 min).